Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch select simple meter was reading inaccurately high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that she was unable to recall when the alleged product issue first began but stated it was in the evening about 1 week prior to contacting lfs. She reported that she obtained an alleged inaccurately high result of "8.6mmol/l" on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with oral medication (metformin), diet and exercise and reported that she increased her dose of metformin in response to the alleged high result she obtained. The patient stated that around 2 hours later she developed symptoms of "vertigo and losing consciousness". The patient reported that ems were called and they tested her blood and obtained a result of 4.2mmol/l on their meter and advised her to drink some sweet tea and eat something. The patient followed this advice and felt better. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and did not have test strips to perform a test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs' criteria for a serious injury adverse event after taking an increased dose of metformin based on alleged inaccurate high results obtained with the subject meter.